Event description:
It was reported that the pump battery was unable to charge using the provided charging equipment. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to attempt various troubleshooting steps, such as ensuring the pump was unplugged before pressing the button and using reliable charging equipment. When the issue persisted, technical support received approval to provide a one-time courtesy replacement pump to the customer to maintain satisfaction.